Event description:
The box rattled. When the box was opened, the wedge was found to be out of the sterile package, and the package was completely sealed. The event did not occur during a surgical procedure.